Event description:
Event description guidant received information that this patient had came in with a loss of capture. A chest x-ray was done, and the lead appears to be in a good position. The device was re-programmed and remains actively implanted.